Event description:
It was reported that the tip of the catheter broke off during delivering onyx and the broken segment was removed from the patient. No patient injury reported. Same event as MDR# 2029214-2010-00016.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.